Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 00585004201, distal femoral xt component size b, lot # unknown. Catalog #: 00585204035, stem collar 35 mm o.d. Lot # unknown. Catalog #: 00585205014, fluted stem extension straight precoat, lot # unknown. Catalog #: 00588000400, tibial component precoat size 4, lot # unknown. Catalog #: 00598801014, stem extension straight, lot # unknown. Catalog #: 00585001296, polyethylene insert xt size b, lot # unknown. Reported event was considered confirmed due to x-ray visual. No product was returned. Images were provided for the explants. The poly insert fractured into pieces. A portion of the one-piece hinge post fractured. Blood was observed on the articular surface. X-ray review confirmed the prosthesis fractured along the hinge at the femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03714.

Manufacturer narrative:
(B)(4). (UDI): (B)(4). Medical product: catalog #: 00585002026, articular surface with segmental hinge post, lot # 63449946. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Hospital discarded.

Event description:
It was reported that that a patient underwent an initial knee procedure approximately 2 and a half years ago. Subsequently, the patient was revised due to hinge mechanism fracture due to a fall.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.